Event description:
There was an occlusion in the shunt.

Manufacturer narrative:
The returned catheter had red and brown proteinaceous debris on the exterior and interior of the catheter end where the flow holes are present. The catheter had no noted occlusion or tears. Although proteinaceous debris was noted, the device passed the leak test. The instructions for use that accompanies the device caution that the system may become internally occluded due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided.